Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient h3: analysis of the 97745 programmer (ptm) (s/n (B)(6) revealed that battery contacts were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their controller and the issue began a week ago. Patient stated they charged their implant every saturday and last week they tried to recharge the controller from the wall and the controller wouldn't charge. Patient tried different outlets and found one that worked. During the call green light displayed on the ac power. Patient services agent(psa) walked patient through removing the battery pack and plugging controller into the ac power. Controller did not power on. Psa placed patient on a hold and when psa got back patient still had nothing on the screen. The issue was not resolved. A replacement controller was sent out. Patient called back for assistance with pairing the controller. Patient stated the instructions on the controller pairing guide were unclear as to how to adjust the date and time. Psa walked patient through set up. Patient confirmed everything was working as intended. Psa reopened case, a replacement ac power was sent out. Pt called back and received the replacement controller. Patient was able to fully charge their implant and after charging the controller was unresponsive. During the call there were no damages on the ac power and green light displayed on the ac power. Pt removed the battery and plugged the ac power. Controller did not power on. Before ending the call pt inserted the battery and pt mentioned their controller was at 40% and implant was at 100%.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4); product ID: 97745ac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.